Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to intermittent capture on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, but no programming changes were made. The patient was stable.

Event description:
Additional information received indicates that the patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the implantable cardioverter defibrillator (ICD). On (B)(6) 2025, the patient was seen in clinic and interrogation revealed right ventricular (rv) non-capture and rv sensed events occurring after the rv pacing, these are occurring simultaneously with ra non-capture, intrinsic p-waves, which conduct down to the ventricle resulting in the rv sensed event. Programming changes were performed.